Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. In addition, it was reported that an altitude alarm occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose level was 140 mg/dl.